Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a 23-year-old female patient who had essure (batch no. B97488) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included pelvic pain (not recovered prior to essure), abdominal pain (not recovered prior to essure), depression (not recovered prior to essure), anxiety, urinary tract infection, ovarian cyst ruptured, constipation, headache, abdominal tenderness, postpartum depression, genital bleeding, infection and upper abdominal pain. Previously administered products included for prevent pregnancy: mirena from 2011 to (B)(6) 2013. Concurrent conditions included leg pain, left lower quadrant pain, bacterial vaginosis, chest pain, diarrhea, dysuria, polycystic ovarian syndrome, dyspepsia, heartburn, epigastric pain, dyspareunia, hematuria, urinary frequency, vaginal discharge, pap smear abnormal and perineal pain. Concomitant products included ethinylestradiol;norgestimate (tri-sprintec) since (B)(6) 2013 for abdominal pain, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2013 to (B)(6) 2013 for abdominal pain and pelvic pain, fluoxetine hydrochloride (prozac) from (B)(6) 2013 to (B)(6) 2018 for anxiety as well as butalbital;caffeine;paracetamol (fioricet) from july 2014 to december 2018, hydrocodone bitartrate; paracetamol (norco), ibuprofen from august 2013 to december 2018, medroxyprogesterone acetate (depo-provera) since june 2014, metronidazole (flagyl), ondansetron (zofran) from (B)(6) 2016 to (B)(6) 2018 and tramadol hydrochloride (ultram) from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy with removal of tubal portion of the right essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: surgical procedure performed essure sterilization w/o difficulty on pts right. Unable to cannulate ostia on left. Discrepancy noted in essure confirmation test since in medical record patient underwent transvaginal pelvic sonogram which identified right sided essure device. However in product insertion procedure it was reported that "did you undergo an essure confirmation test: no". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan vagina - on (B)(6) 2016: right sided essure device identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), device breakage ('device fracture') and device expulsion ('device expulsion') in a 23-year-old female patient who had essure (batch no. B97488) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included pelvic pain (not recovered prior to essure), abdominal pain (not recovered prior to essure), depression (not recovered prior to essure), anxiety, urinary tract infection, ovarian cyst ruptured, constipation, headache, abdominal tenderness, postpartum depression, genital bleeding, infection and upper abdominal pain. Previously administered products included for prevent pregnancy: mirena from 2011 to (B)(6) 2013. Concurrent conditions included leg pain, left lower quadrant pain, bacterial vaginosis, chest pain, diarrhea, dysuria, polycystic ovarian syndrome, dyspepsia, heartburn, epigastric pain, dyspareunia, hematuria, urinary frequency, vaginal discharge, pap smear abnormal and perineal pain. Concomitant products included ethinylestradiol;norgestimate (tri-sprintec) since (B)(6) 2013 for abdominal pain, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2013 for abdominal pain and pelvic pain, fluoxetine hydrochloride (prozac) from (B)(6) 2013 to (B)(6) 2018 for anxiety as well as butalbital;caffeine;paracetamol (fioricet) from (B)(6) 2014 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco), ibuprofen from (B)(6) 2013 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera) since (B)(6) 2014, metronidazole (flagyl), ondansetron (zofran) from (B)(6) 2016 to (B)(6) 2018 and tramadol hydrochloride (ultram) from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), urinary tract disorder ("urinary tract disorder") and cystitis ("bladder infection"). The patient was treated with surgery (bilateral salpingectomy with removal of tubal portion of the right essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, bladder disorder, vaginal infection, vaginal discharge, urinary tract infection and urinary tract disorder had resolved and the device breakage, device expulsion, depression, anxiety, nausea and cystitis outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, device expulsion, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: surgical procedure performed essure sterilization w/o difficulty on pts right. Unable to cannulate ostia on left. Discrepancy noted in essure confirmation test since in medical record patient underwent transvaginal pelvic sonogram which identified right sided essure device. However in product insertion procedure it was reported that "did you undergo an essure confirmation test: no". Received treatment for pain, abnormal bleeding, device fracture and bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan vagina - on (B)(6) 2016: right sided essure device identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events device expulsion, device fracture, vaginal discharge, bladder disorder, urinary tract infection, urinary tract disorder, bladder infection and vaginal infection were added. Outcome of events abdominal pain, pelvic pain, vaginal hemorrhage and menorrhagia were updated to recovered. Rcc was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. B97488) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included pelvic pain (not recovered prior to essure), abdominal pain (not recovered prior to essure), depression (not recovered prior to essure), anxiety, urinary tract infection, ovarian cyst ruptured, constipation, headache, abdominal tenderness, postpartum depression, genital bleeding, infection and upper abdominal pain. Previously administered products included for prevent pregnancy: mirena from 2011 to (B)(6) 2013. Concurrent conditions included leg pain, left lower quadrant pain, bacterial vaginosis, chest pain, diarrhea, dysuria, polycystic ovarian syndrome, dyspepsia, heartburn, epigastric pain, dyspareunia, hematuria, urinary frequency, vaginal discharge, pap smear abnormal and perineal pain. Concomitant products included ethinylestradiol; norgestimate (tri-sprintec) since (B)(6) 2013 for abdominal pain, ethinylestradiol; ferrous fumarate; norethisterone acetate (loestrin fe) from (B)(6) 2013 to (B)(6) 2013 for abdominal pain and pelvic pain, fluoxetine hydrochloride (prozac) from (B)(6) 2013 to (B)(6) 2018 for anxiety as well as butalbital; caffeine; paracetamol (fioricet) from (B)(6) 2014 to (B)(6) 2018, hydrocodone bitartrate; paracetamol (norco), ibuprofen from (B)(6) 2013 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera) since (B)(6) 2014, metronidazole (flagyl), ondansetron (zofran) from (B)(6) 2016 to (B)(6) 2018 and tramadol hydrochloride (ultram) from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy with removal of tubal portion of the right essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: surgical procedure performed essure sterilization w/o difficulty on pts right. Unable to cannulate ostia on left. Discrepancy noted in essure confirmation test since in medical record patient underwent transvaginal pelvic sonogram which identified right sided essure device. However in product insertion procedure it was reported that "did you undergo an essure confirmation test: no". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2016: right sided essure device identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: plaintiff fact sheet and medical record were received. Essure dates, lot number added. Events per pfs: pain/ pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental, abdominal pain, did not undergo essure confirmation test . Medical history, concurrent condition, concomitant medication and laboratory data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.